Event description:
The customer stated that two patient samples generated discrepant results for the architect troponin assay. One patient sample with basic diabetic nephropathy presented with chest and abdominal pain. The patient was tested for the troponin assay and initial negative results (0.03 and 0.00 ng/ml) were generated on the architect i2000 analyzer and were repeated positive (0.202 ng/ml) on another architect analyzer in the lab (architect i1000). Fourteen hours later, a new sample from this patient was drawn and tested positive (0.73 ng/ml) on the architect i2000 analyzer and negative (0.014 ng/ml) on the architect i1000 analyzer. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Customer complaints received to-date were reviewed to determine if others have experienced this issue. The review of this data did identify an increase in complaint activity. As a result of this increase a product evaluation was completed to evaluate the performance of the assay. An internal troponin-I panel was tested with reagent lot, 60460un11. The panel was within specification, which demonstrates that this assay can accurately detect a known concentration of troponin-I. Based on the evaluation results, no product deficiency was identified related to the alleged malfunction reported by the customer. However; the customer was referred to the specimen collection and preparation for analysis section of the architect stat troponin-I package insert, which may be helpful in correcting and preventing future occurrences of discrepant results.